Event description:
It was reported that lead model 6944 has increasing impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that lead model 6944 has increasing impedances. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6)-2010 it was reported that the lead impedance has risen to a high level and capture threshold has increased. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected data: patient date of death and removed device remains activated device code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.